Manufacturer narrative:
The indicator window did not show any red color during retraction. The physician commented that the indicator wire of the exoseal might have been caught on the calcification of the puncture site. The physician has achieved certification on the use of exoseal vcd. It is unknown how many times the physician has used the exoseal vcd prior to this procedure. The device will be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15754103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of an exoseal vascular closure device, it was reported that an exoseal with a 6f brite tip sheath introducer were retracted and then the indicator window showed black-black pattern although the back-flow from bleed back indicator had never stopped. The physician changed insertion angle several times but the situation never changed. Therefore, the physician removed the exoseal with the sheath as a unit and applied manual pressure to achieve hemostasis. There was no bleeding complication during or after the procedure. There was no patient injury. There was no hematoma at the assess site. This was a percutaneous transluminal angioplasty (pta) for the right iliac artery. The exoseal vcd was prepped according to IFU instructions and there were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was mild calcification at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A retrograde approach was made from ipsilateral femoral artery with an unknown 6f cordis sheath introducer. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The physician did not have the thumb placed on the plug deployment button during retraction.

Manufacturer narrative:
Complaint conclusion: during use of an exoseal vascular closure device, it was reported that when a 6f brite tip sheath introducer was retracted together with the exoseal, the indicator window showed black-black pattern however the back-flow from bleed back indicator had never stopped. The physician changed insertion angle several times but the situation never changed. Therefore, the physician removed the exoseal with the sheath as a unit and applied manual pressure to achieve hemostasis. There was no bleeding complication during or after the procedure. There was no patient injury. There was no hematoma at the assess site. This was a percutaneous transluminal angioplasty (pta) for the right iliac artery. The exoseal vcd was prepped according to IFU instructions and there were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was mild calcification at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A retrograde approach was made from the ipsilateral femoral artery with an unknown 6f cordis sheath introducer. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The physician commented that the indicator wire of the exoseal might have been caught on the calcification of the puncture site. The physician has achieved certification on the use of exoseal vcd. It is unknown how many times the physician has used the exoseal vcd prior to this procedure. Upon receipt of the device for evaluation, it was noted that the plug had been deployed. The reporter indicated that the plug was not deployed during the procedure. The deployment button was depressed after the physician removed it from the patient. One non-sterile 6f exoseal was received inside a plastic bag. The indicator window was received on black/red/white. The guard and deployment lever were fully depressed and the plug was not received with the device. The gap between the lock out plate and the indicator window was observed (as expected). No obstructions, loose or broken parts were observed. The indicator window achieved different positions by moving the lock out plate. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU, however there was no reduction in pulsatile flow observed. Therefore, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The IFU also instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the reported change in indicator window color before there was a reduction in blood flow from the bleed back indicator. The physician also commented that the indicator wire of the exoseal might have been caught on the calcification of the puncture site. The reported indicator window/ incorrect indication could not be confirmed since indicator window achieved different positions during functional analysis. Neither the DHR review nor the product analysis suggests that the failures are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.